Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. A revision surgery was performed in which physician explanted the entire device. There were no further patient complications.

Manufacturer narrative:
The exact implant date was not available; therefore, (B)(6) 2013 was used as an estimated date based on the reported implant occurring in (B)(6) 2013. Similarly, the explant date was not available; therefore, (B)(6) 2024 was used as an estimated date based on the reported explant occurring in (B)(6) 2024. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.